Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemorrhoidectomy procedure, the device delivered an incomplete staple line. Hand suturing was used to complete the procedure. There was no adverse patient consequence reported.